Manufacturer narrative:
(B)(4).

Event description:
We were notified by a clinic that this ICD was re-initialized during a follow up visit because it was in back up mode. The device remains implanted and there were no complications.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned data have been analyzed. The data correspond to the follow-up performed on (B)(6) 2017 after the re-initialization of this device. The analysis did not show any anomalies. After re-initialization the device was working as expected. Based on the information available for analysis, no conclusions can be drawn regarding the root cause of the clinical event. In particular a ram dump of the device before the re-initialization procedure would be necessary. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.

Manufacturer narrative:
(B)(6) 2017 - received an analysis for ram dump dated 6/16/17. The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data.the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In particular the final acceptance test proved the ICD functions to be as specified. The returned ram dump data from (B)(6) 2017 have been inspected. The inspection revealed that the ICD activated the safety backup mode on (B)(6) 2017 at 00:14 oclock, as a result of the detection of an invalid memory content. In general, the ICD is equipped with the ability to detect and repair invalid memory content. In case that the invalid memory content cannot be corrected, the ICD will -by design- activate the backup mode to assure the patients safety. The ICD was re-initialized on (B)(6) 2017. An evaluation of the device data after reinitialization showed no indication for a device malfunction. Therefore, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields, may have contributed to the clinical observation. In conclusion, the clinical observation resulted from an invalid memory content. The invalid memory content was automatically detected by the device leading to the activation of the safety backup mode. The ability of the device to deliver therapies is not affected by the safety mechanism. The device data after re-initialization showed no indication for a device malfunction.